Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The most recent blood glucose reading was 112 mg/dl. The caller stated that yesterday he had suspended the insulin pump nad put it in his back pack. When he went to get the insulin pump, he noticed that the buttons were not responding. He observed the button error alarm thereafter, and reported that the device started beeping and turning on and off. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.